Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level when there was less than 40 units of insulin remaining in the cartridge. Reportedly, the customer continued to use the pump for insulin therapy. No additional information was provided.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, no failure related to the reported cartridge issue was identified; however, a different issue was identified.